Event description:
The fault is that the long line after being inserted, when it was being removed it snapped inside the patient and had to be removed.

Manufacturer narrative:
While the manufacturer was first aware of this complaint 12/11/2014, they were just made aware (B)(6) 2015 that surgical intervention was necessary. This additional information determined the necessity to report the event to FDA. Therefore, this report was sent within 30 days of awareness of all details of the complaint. Examination of the faulty sample returned showed a catheter fractured in two parts at 16.6cm from distal. Microscopic examination of the catheter showed typical signs of a cut at an angle with a sharp instrument. At one end of this cut typical signs of a tensile elongation were visible. This was the region where the catheter was pulled apart. As each catheter is leak and flow tested before packaging, we can rule out a manufacturing defect. This is the first complaint for batch 291113ge. No similar complaint was received for 1261.21 for the last 5 years. No further corrective action will be initiated by quality management.